Manufacturer narrative:
(B)(4). The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with broken battery cap. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the battery compartment was damaged and had a blank screen. The customer stated that the customer states battery cap was damaged, rubber already removed, and insulin pump with a blank screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.